Event description:
It was reported that the insulin pump alarmed no delivery, for which troubleshooting could not be performed, as this was a past event. The customer's mother did not know the blood glucose reading. She stated that on some occasions, she found bent infusion set cannulas; however, she stated that other times, the infusion sets were fine but the insulin pump still alarmed no delivery. She stated that she would change the infusion set, still receive a no delivery alarm, and after a second infusion set change, the alarm would be resolved. She did not believe that the insulin pump was the cause of the issues, stating that it would sometimes take a few infusion set changes before the issue was resolved. She declined to return the reservoir and infusion sets for analysis. She noted that even after setting a temporary basal, the customer sometimes had low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.